Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 07-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Caller, on behalf of customer, reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 302 and 248 mg/dl fasting. The customer's expected fasting blood glucose test result range is 130 - 175 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. After stating the customer's daughter will call back, the caller had disconnected the call and no further information was able to be obtained.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips (B)(4).. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Caller, on behalf of customer, reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 302 and 248 mg/dl fasting. The customer's expected fasting blood glucose test result range is 130 - 175 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. After stating the customer's daughter will call back, the caller had disconnected the call and no further information was able to be obtained.